Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a thr procedure impactor broke while being used. No delay reported. No revision surgery performed. Backup device available. No impact or injury to patient reported.